Event description:
The lay user/pt called lifescan (lfs) in 2005 and alleged that his meter was prompting an error 2 message. The medical affairs specialist mailed a letter two days later, since the user could not be reached by telephone for further clarification. The pt was unable to test on his meter due to the error 2 message. He reported having a tingling in his feet, which can be caused by high blood glucose. He visited his dr three days earlier and he received an insulin shot. The pt stated that he was not able to manage his diabetes without the use of the meter. It would have been helpful to know how long he was unable to test. Prior to visiting his dr, he had something to eat/drink. While troubleshooting, it was discovered that the pt was using incorrect sample application technique. The issue was resolved with training. Although the meter issue was resolved, this complaint is being reported as an adverse event, since the pt was unable to test on his meter while his blood glucose was high. The pt claims he did not seek treatment or treat himself earlier as he did not know his blood glucose. The delay in treatment led to his dr's visit and insulin treatment. A replacement meter has been sent.